Manufacturer narrative:
Combination product: yes, the device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that during the extraction procedure of this lead a small piece of a lead broke off and was unable to be retrieved. The piece of metal is present in the patients cardiac space. This lead was surgically abandoned. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). No device details are available. Received voluntary anonymous medwatch report, mw5171235.

Manufacturer narrative:
Combination product: yes.